Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the ventilator being unable to maintain peep (positive end expiratory pressure) was confirmed. Ventec replaced the internal flow transducer (ift) and external flow module (efm) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift and efm. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure). There was no patient involvement associated with the reported event.